Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was returned contained within the microcatheter. Visual and microscopic analysis of the returned device found that the delivery wire was kinked/bent, the main coil was stretched, and fractured at the main coil glue joint. Dried blood was noted on the main coil, which is an indication of insufficient flush during the clinical procedure, however this cannot be determined from the available information. Additional information received indicated that the device was confirmed to be in good condition. Based on the information available it is likely that the coil became damaged during use limiting its performance during the clinical procedure. An assignable cause of operational context was assigned to the break observed during analysis.

Event description:
Analysis of the returned device revealed that the main coil was broken. There were no reported clinical consequence to the patient.